Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The lady weighs around (B)(6) and she bent the front right threaded rod attached to the caster.